Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred with the dialyzer during the patient's hemodialysis (hd) treatment. The patient was dialyzing on a fresenius 2008k machine. Constant transmembrane pressure (tmp) alarms were received immediately upon treatment initiation. Tmp would increase from 0 to 120 or 0 to 70 and alarm immediately. Venous pressure was consistently 40 and arterial pressure was fluctuating around 0 but also backing up into the arterial transducer (with alarms) which was changed. No venous pressure alarms were received but increased pressure occurred inside the chamber. The increased pressure was manually relieved with a syringe multiple times and the venous transducer was replaced 4-5 times. The tmp alarm occurred multiple times. Although the alarm was reset it returned. The staff attempted to take the patient out of treatment mode but tmp would continue to alarm even though ultrafiltration (uf) was not being removed. The staff attempted increasing the uf goal, uf rate, and changing the blood pump speed and dialysate flow but none of these measures were successful in clearing the tmp alarms. Approximately 45 minutes after treatment initiation the patient's blood was returned. The flow of the blood return was "sluggish" from the pressure in the venous chamber. 115 ml (of a 120 ml circuit volume) was able to be rinsed back. Blood in the venous chamber would lower and not refill from the dialyzer resulting in multiple air detection alarms occurring during rinseback. There were no apparent clots in the venous chamber. However it was reported that blood remained stuck in the dialyzer. The patient's estimated blood loss (ebl) is approximately 50 ml. Additional information was requested however a response was not received. It was initially reported that the patient did not require medical intervention as a result of the reported issue. The sample was reported to be available to be returned to the manufacture for physical evaluation.

Event description:
It was reported to fresenius that blood loss occurred with the dialyzer during the patient's hemodialysis (hd) treatment. The patient was dialyzing on a fresenius 2008k machine. Constant transmembrane pressure (tmp) alarms were received immediately upon treatment initiation. Tmp would increase from 0 to 120 or 0 to 70 and alarm immediately. Venous pressure was consistently 40 and arterial pressure was fluctuating around 0 but also backing up into the arterial transducer (with alarms) which was changed. No venous pressure alarms were received but increased pressure occurred inside the chamber. The increased pressure was manually relieved with a syringe multiple times and the venous transducer was replaced 4-5 times. The tmp alarm occurred multiple times. Although the alarm was reset it returned. The staff attempted to take the patient out of treatment mode but tmp would continue to alarm even though ultrafiltration (uf) was not being removed. The staff attempted increasing the uf goal, uf rate, and changing the blood pump speed and dialysate flow but none of these measures were successful in clearing the tmp alarms. Approximately 45 minutes after treatment initiation the patient's blood was returned. The flow of the blood return was "sluggish" from the pressure in the venous chamber. 115 ml (of a 120 ml circuit volume) was able to be rinsed back. Blood in the venous chamber would lower and not refill from the dialyzer resulting in multiple air detection alarms occurring during rinseback. There were no apparent clots in the venous chamber. However it was reported that blood remained stuck in the dialyzer. The patient's estimated blood loss (ebl) is approximately 50 ml. Additional information was requested however a response was not received. It was initially reported that the patient did not require medical intervention as a result of the reported issue. The sample was reported to be available to be returned to the manufacture for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation, nor were photographs provided for review. Testing of retention samples was not performed as the lots are subjected to 100% testing and there are a small number of samples available. It is highly unlikely that a failure would be detected in a retention sample. A review of the batch records confirmed that the products have been inspected according to protocol and were conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. A clear failure mode could not be determined.